Event description:
Customer reported experiencing intermittent, on-going blood glucose levels of 424 mg/dl. Reportedly, the customer was using the cartridge beyond labeling as well as cold insulin. Tandem technical support educated them on insulin labeling. In an attempt to resolve the situation, the customer administered a correction bolus using their pump but ultimately ended up in the emergency room with large ketones on (B)(6) 2026. The emergency room treated the customer with rapid acting insulin. Customer declined further troubleshooting; therefore, no additional information could be obtained.